Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the monopolar curved scissors instrument flopped to the side and was unable to be controlled. Once removed from the patient it was identified that the cabling had broken. Cabling was intact prior to the procedure and intact on initial inspection. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.